Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time ¿ capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients ¿ capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Healthcare professional reported unspecified side capsular contracture with baker grade unknown and "prosthetic liquid". The device remains implanted.

Manufacturer narrative:
Reason for reoperation is capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
The device has been explanted.